Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 125 mg/dl and 129 mg/dl yet still felt shaky and sweaty. She then tested on another brand of meter and received readings of 49 mg/dl and 51 mg/dl, which she felt were more accurate to the way she felt. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter and strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.